Event description:
Surgeon could not get this foot activated handpiece to function correctly. Proper cautery could not be established and machine would read to regrasp tissue sample. Staff did obtain a second machine and a second handpiece type. The surgeon using the equipment has been using this equipment/technology for years.